Event description:
Boston scientific received information that this left ventricular (lv) lead experienced loss of capture after a patient fall. It could not be ruled out that a dislodgement may have occurred during the fall, resulting in the loss of capture. No remedial action has yet been taken and the physician will continue to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that five years later this left ventricular (lv) lead was capped and replaced due to dislodgement. No additional adverse patient effects were reported.